Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) could not be interrogated. An x-ray revealed the ICD had migrated to the patient's groin.